Event description:
It was reported that noise was detected on the right ventricular (rv) electrogram (egm) during several episodes of non-sustained ventricular tachycardia. There was no evidence of inappropriate therapy, and all electrical parameters were within normal limits. Suspecting lead damage, the physician decided to replace the rv lead, which was capped and abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that noise was detected on the right ventricular (rv) electrogram (egm) during several episodes of non-sustained ventricular tachycardia. There was no evidence of inappropriate therapy, and all electrical parameters were within normal limits. Suspecting lead damage, the physician decided to replace the rv lead, which was capped and abandoned. No additional adverse patient effects were reported.